Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in london, united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Upon inspection of the unit, the device was found to be damp with rust on most gas connections. A small amount of moisture was found on the insides of the outer casing. After cleaning all connections and wiping away moisture the gas blender was connected back up to the s5 and the reading dropped down to 0.002. A loan gas blender will be installed and the affected one will be sent to the manufacturer site for further analysis and repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system gave an alarm message stating an actual co2 of 0.03 lmin when no co2 was connected and running through the circuit. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
Based on collected information and service activity findings, it cannot be ruled out that moisture and rust on gas connections could have impaired the connection of the cable jack to the plug leading to a false co2 flow reading. According to what reported in the gas blender instruction for use, prior to each use, the user shall be sure that the contact of all device plugs and / or jacks are cleaned and undamaged.

Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned back to the manufacturer site for repair. Upon testing, the reported issue could not be reproduced. The device worked as per specifications and no deviation could be found. Some parts (plugs) were replaced due to visible signs of corrosion. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.